Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was reported as clenz, volume unknown, and leaked onto the counter. The operator was wearing lab coat and gloves when the leak was identified. There was no report of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer reported the tubing at bottom of fitting ff162 to check valve cvl34a was disconnected and the leak was identified. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and identified a leak under the aspiration module due to the tubing disconnected from the check valve. The fse replaced the check valve at ff162 and seated the tubing. The repairs were verified per established procedures. (B)(4).